Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tissue pad on the active blade broke and fell into the pt. They retrieved the blade through the trocar. They used a second like device to complete the procedure. The device will be returned for analysis. There was no consequence report to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.